Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp insertion was impossible due to patient's current condition. The catheter was inserted into the left ventricle, but the 0.018-inch wire could not be removed, rendering it inoperable. There was no patient harm. The impella was aborted and a intra-aortic balloon pump was used successfully.

Manufacturer narrative:
Product complaint # (B)(4). Correction: section h6 the device problem code was inadvertently reported incorrectly in the initial report which has been corrected in this report. Section b5 was updated with more details on the incident.

Event description:
An impella cp device was attempted via the right femoral artery in a patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s current status is reported as stable. According to the physician, the insertion event was related to the equipment because the impella cp was advanced into the left ventricle, but the 0.018-inch wire could not be withdrawn from the device. The pump was therefore removed because the wire could not be extracted. Non-operational log data could not be provided. The patient did not have a known history of vascular disease such as peripheral vascular disease or aortic stenosis, and there was no noted vessel flexion that would have made insertion difficult. Imaging was used to evaluate the vessel diameter prior to the procedure. The team was able to advance the device to the left ventricle, but the 0.018-inch wire could not be removed and the device could not be operated. The deployment sheath did pull to the catheter plug, and the wire tip was shaped. No specific point of resistance was identified. The patient had no known history of peripheral artery disease, and no difficulties were encountered when inserting the placement guidewire into the guidewire induction tube.the reported events are failure to advance and medical device removal. The impella cp will be conservatively reported for serious injury due to temporary interruption of hemodynamic support during the device removal; however, the removal was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of failure to advance cannot be determined since insufficient clinical details were provided.